Event description:
The field advisory device was replaced due to sudden battery depletion and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.